Event description:
It was reported that this right ventricular (rv) lead failed to capture and failed to sense. Additionally, the patient experienced pain with pacing output. The patient had a complete heart block, which resulted in asystole that was over 2 seconds. It was noted that the lead was not in the same position compared to previous x-rays. A temporary pacer was placed. A lead revision was performed the day after. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead failed to capture and failed to sense. Additionally, the patient experienced pain with pacing output. The patient had a complete heart block, which resulted in asystole that was over 2 seconds. It was noted that the lead was not in the same position compared to previous x-rays. A lead revision was performed the day after. The lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
Information was requested for the physician's first name; however, the field representative does not know the physician's first name.

Event description:
It was reported that this right ventricular (rv) lead failed to capture and failed to sense. Additionally, the patient experienced pain with pacing output. The patient had a complete heart block, which resulted in asystole that was over 2 seconds. It was noted that the lead was not in the same position compared to previous x-rays. A temporary pacer was placed. A lead revision was performed the day after. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicating that the patient experienced a fainting spell. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that this lead was surgically abandoned and replaced due to high capture thresholds. No additional adverse patient effects were reported.